Event description:
It was reported that during a da vinci si hysterectomy procedure a prograsp forceps instrument would not engage. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized instrument, showing 3 uses left. The pogo pins did not stick and were not contaminated. Additional findings were indentations at the edge of the distal pulley. There were also visible scratches on surface of the pulley. Engineering concluded it was most likely due to mishandling. The distal end of main tube also had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.